Event description:
It was reported that during the initial implant procedure, the suture sleeve of the left ventricular (lv) lead was damaged during suturing. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.